Manufacturer narrative:
This product is not marketed in the us. (B)(4), acd <3.0mm, over 45 yrs of age at date of implant. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -4.50/1.5/143 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was removed on (B)(6) 2020 due to glare/haloes. This resolved the problem. Cause of the event is reported as patient related factor. Per the reporter on (B)(6) 2021, no plans to implant another lens, ucva of this patient was great after the surgery, but the patient couldn't stand the halo and glare, patient insisted to take out the lens.